Event description:
The patient stated that when he was in the philippines it was very hot, which caused him to perspire on his stomach. This is where the v-go is attached. He had to use 2 of them on about 18 to 20 different days, because of loss of adhesion and the devices fell off. The devices are not available for return because they were discarded.